Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and is unable to perceive loudness growth with the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted and the positioner was removed. The recipient was reimplanted with another advanced bionics cochlear device.